Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette with less liquid but without cap. The cassette has been checked and no cracks in the structure are found. The cassette probably has lost solution because it has not cap in it and thus solution could have leaked though it. As indicated on the cassette label, replace the cap after each use. On the other hand, the cassette solution in the sample received has a light pink color. Nevertheless, the cassette has been used, the color was not present at the moment of opening the pack. It has appeared after use, a further analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. This batch had also a normal sterilization process and the sterilization control was correct. Reviewed the complaint history, there are no other complaints regarding these issues in any of the other products manufactured with the same thread raw material batches, as the used in this product. Final conclusion: in spite of receiving the defective cassette, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed cassette is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: united kingdom. It was reported that there was alcohol inside the cassette, it turned pink.